Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. Specifically the l3 on the feed side of the main power cable as well as the l1 on the cables of the motor protection switch (mps) showed discoloration. The reported issue was discovered during machine repair. The biomed initially contacted fresenius to request assistance after the p1 pump defective message was displayed (error f¿04¿50¿04). It was recommended that the cables, mps, and thermal overlay be replaced. Adjustments were made to the thermal overload amperage set point to allow the device to function temporarily. Additional information was provided by the biomed during follow-up. The biomed stated that the aquabplus reverse osmosis (ro) system turned off during normal use from a loss of power. The biomed stated that the ro system was in normal operation at the time of the reported event in run dry protection mode. The biomed stated that the power contactor sustained thermal damage. The parts appeared blackened and burned. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed confirmed the thermal overload relay was tripping every 10 minutes. However there were no blown fuses found in the local power supply. The biomed confirmed the ro system is plugged into its own breaker. There were no local power grid issues on or around the reported event date. The biomed stated that the power contactor, terminals, and thermal overload relay were replaced to resolve the reported issue. The ro system has been returned to service. The biomed confirmed there was no adverse effect to a patient treatment nor personal harm to anyone as a result of identifying the thermal damage.

Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported issue with the feedback provided by the customer. Insufficient contact pressure between the cable lugs and their contact pins on the motor protection switch results in bad electrical contact. The bad electrical contact resulted in a high contact resistance and in combination with the high pump motor current, a high thermal load/stress on the wiring occurred. As result the wiring gets discolored and possibly charred. This is a known failure type. Corrective actions were defined and implemented. The design of the wiring was changed. The affected device was built before the implementation of corrective actions. It is recommended that the connection wires, power cords and the motor protection switch in stage 1 and stage 2 be replaced to prevent further issues. A review of the device history record, machine files, sample return, or similar complaints is not required as this is a known issue where corrective actions have already been planned and implemented.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. Specifically the l3 on the feed side of the main power cable as well as the l1 on the cables of the motor protection switch (mps) showed discoloration. The reported issue was discovered during machine repair. The biomed initially contacted fresenius to request assistance after the p1 pump defective message was displayed (error f¿04¿50¿04). It was recommended that the cables, mps, and thermal overlay be replaced. Adjustments were made to the thermal overload amperage set point to allow the device to function temporarily. Additional information was provided by the biomed during follow-up. The biomed stated that the aquabplus reverse osmosis (ro) system turned off during normal use from a loss of power. The biomed stated that the ro system was in normal operation at the time of the reported event in run dry protection mode. The biomed stated that the power contactor sustained thermal damage. The parts appeared blackened and burned. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed confirmed the thermal overload relay was tripping every 10 minutes. However there were no blown fuses found in the local power supply. The biomed confirmed the ro system is plugged into its own breaker. There were no local power grid issues on or around the reported event date. The biomed stated that the power contactor, terminals, and thermal overload relay were replaced to resolve the reported issue. The ro system has been returned to service. The biomed confirmed there was no adverse effect to a patient treatment nor personal harm to anyone as a result of identifying the thermal damage.